Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had developed osteomyelitis with secondary cellulitis pain of the right ankle. The implant was removed and the patient recovered with sequelae. Attempts have been made and no further information has been provided.